Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. The silicone insulation on the cold jaw was almost fully torn away from the base to the tip exposing the metal part of a major portion of the cold jaw. The detached silicone piece was returned for evaluation. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed away at the center but remained attached at the tip and the base of the hot jaw. Based on the returned condition of the device, the reported failure mode "peeled jaw" was confirmed. The analyzed failure mode "bent wire" was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro harvester inserted the hemopro jaws into the harvest cannula which caused the insulated tip to break. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro harvester inserted the hemopro jaws into the harvest cannula which caused the insulated tip to break. A replacement device was used to complete the procedure. The hospital did not report any patient effects.